Manufacturer narrative:
A sample device was not returned for analysis. Product history record could not be reviewed because facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause can not be identified. Additional information was requested. (B)(4).

Event description:
A purchasing assistance reported that during an intraocular lens (iol) implant procedure, a lens was cracked as it entered into a patient's eye. It was thought to be damaged by the cartridge. The lens was removed during that same surgical setting. There was no harm to the patient. Additional information was requested.